Event description:
Nurse was trying to program a complex continuous dose. She had entered the information into the programmer, but was having no success in actually programming the pump, so she pushed the cancel button. "She got one of the old programmers and found that the pump had been programmed to deliver something entirely different than she had typed in and different from what had been the previous programming. This erroneous programming included a 233.6mcg bolus." The nurse used the old programmer to reprogram the pump. A follow up report will be sent when additional information is received.